Event description:
Patient reported unknown side "baker grade iii capsular contracture", "this implant was recalled", and "implants were yellowish in color, which was considered abnormal by the surgeons". Device was explanted and replaced.

Manufacturer narrative:
Clarification to d4 device information: patient did not provide an affected side for the capsular contracture or which sn belongs to each side. The event is assumed to be bilateral, and will be reported for both possibly affected devices. This record is for sn (B)(6). Natrelle / allergan inspira tsf sn: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.